Event description:
This report summarizes four malfunction events. A review of the events indicated that model dl900j vena cava filter allegedly experienced a failed removal. These reports were received from various sources. Of the four events, four involved patients with no reported patient injury. Of the four reported patients, one was 47 year old female and one was male, age and weight was not provide. Other 2 patient's age, sex and weight were not provided.

Manufacturer narrative:
H10: for the four reported events, two lot numbers were provided and a manufacturing review will be performed. For the four reported events, the samples were not returned to the manufacturer for inspection/evaluation. However, two malfunctions provided medical records for review. One of the malfunctions was inconclusive for the reported retrieval difficulties. The other malfunction has medical records and x-rays provided and reviewed and confirmed filter retrieval difficulty and unintended movement. One malfunction was reassessed and trending device code (1528 - difficult to remove and 3026 - unintended movement) was updated. Catalog number for one malfunction was updated to dl990f. The remaining two investigations were inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model dl900j vena cava filter allegedly experienced a failed removal. These reports were received from various sources. Of the four events, four involved patients with no reported patient injury. The four patients age, and weight was not provided. Of the four reported patients, one was male.

Manufacturer narrative:
H10: for the four reported events, two lot numbers were provided and a manufacturing review will be performed. For the four reported events, the samples were not returned to the manufacturer for inspection/evaluation. However, two malfunctions provided medical records for review. One of the malfunctions was inconclusive for the reported retrieval difficulties. The other malfunction has medical records and x-rays provided, but have not been reviewed yet. The company is still investigating the issue at this time. H10: of the 4 devices, the product catalog number of 1 device was updated to dl900f, lot number gfbq3072. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunction. A review of the events indicated that model dl900j vena cava filter allegedly experienced a failed removal. These reports were received from various sources. Of the four events, four involved patients with no reported patient injury. Two patients were reported as male and two as female. Three patients were reported in the range of 47 to 64 years old. One patient weighed 190lbs. All other patient information was not provided.

Manufacturer narrative:
H10: of the four malfunctions, the product catalog number of three devices were updated to dl900f. H10: for the four reported events, three lot numbers were provided and manufacturing reviews were performed. For the four reported events, the samples were not returned to the manufacturer for inspection/evaluation. However, all four malfunctions provided medical records for review. One of the malfunctions was inconclusive for the reported retrieval difficulties. One malfunction is confirmed filter retrieval difficulty and unintended movement. One malfunction was reassessed to experience both difficulty to remove and tilt; this investigation identified difficulty to remove but did not identify tilt. The final malfunction is identified for difficult to remove. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model dl900j vena cava filter allegedly experienced a failed removal. These reports were received from various sources. Of the four events, involved patients with no reported patient injury. The four patients age, and weight was not provided. Of the four reported patients, one was male.